Event description:
New information received notes the lead was capped and replaced. The patients condition was good after the event.

Event description:
It was reported that the an increased capture threshold was observed on the rv lead. Sensing and impedance values were normal. The patient is in stable condition and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.